Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the cause of the one-sided pain coverage was due to the patient's lead migrating to the left. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 29-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was receiving one sided pain coverage not on the desired side. The patient was not experiencing desired effect. The hcp would be doing a revision to assist the patient. Revision date was unknown at this time. No further complications were reported.

Manufacturer narrative:
Product ID 977c265, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the cause/contributing factors of the lead migration was unknown. No further complications were reported/anticipated.